Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the this right ventricular (rv) lead showed noise over sensing on the pace/sense portion of the lead, resulting in inappropriate anti-tachycardia pacing. No inappropriate shocks and not out of range lead measurement, but noise is intermittent and short lived. It appears that a lead integrity situation could be occurring. A lead revision was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the this right ventricular (rv) lead showed noise over sensing on the pace/sense portion of the lead, resulting in inappropriate anti-tachycardia pacing. No inappropriate shocks and not out of range lead measurement, but noise is intermittent and short lived. It appears that a lead integrity situation could be occurring. A lead revision was recommended. Additional information from the field representative was received mentioning that therapy initial durations have been extended and minimum rate for therapy was increased. The origin was not determined but the patient was discharged and a follow up with physician was recommended to determine best course of action. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.